Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated and variable thresholds, variable and out of range impedance values, elevated counts to the sensing integrity counter (sic) and intermittent oversensing. A fracture or impending fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.